Event description:
Information was received that per the physician, it is believed that the coughing, neck pain, and lead pulling sensation are all secondary to inflammation. It was noted that there were no adverse events that caused the patient to be admitted overnight following the implant procedure, and that it was always planned for the patient to be admitted overnight. The surgeon prescribed medication to address the inflammation. The surgeon later assessed that the patient's adverse events and inflammation are due to suspected infection, and the infection can be attributed to the vns implant surgery. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No unresolved non-conformances were found. Product return and device evaluation is not necessary as the reported infection and the associated adverse events are not related to the functionality or delivery of therapy of the device. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is experiencing coughing and discomfort in the chest and neck following vns implant surgery. The physician was considering referring the patient for a placement adjustment surgery due to these issues. At the time of the reported events the patient¿s generator has not yet been turned on. It was later reported that the patient is still coughing. The patient mentioned that the implant procedure was supposed to be outpatient but she had to be admitted overnight for an unspecified reason. The patient also reported a lead pulling sensation when she lifts her neck. The patent has now been referred for lead revision and possible full revision. No known surgical intervention has occurred to date. No additional relevant information has been received to date.